Manufacturer narrative:
Exact date unknown, event occurred in december 2021.

Event description:
It was reported that during the trial period, the patient fell and broke her wrist due to a change in stimulation. It was noted that the patient and the physician had resolved the issue. No further information has been obtained despite good faith efforts.